Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# l73825, implanted: (B)(6) 2000, product type: catheter.

Event description:
Information was received from the (B)(6) male patient via the manufacturing representative. The patient receiving intrathecal fentanyl (dose and concentration asked; unknown) via an implantable infusion pump. The indication for use of the device was unknown. The concomitant medications and patient history were not reported. It was reported that the patient stopped having pain relief approximately 6 months ago. It was noted that at refills there had been more drug aspirated from pump than expected. A dye study was performed on (B)(6) 2016, where they were unable to aspirate. The patient was being sent for a pump and catheter replacement. The replacement was planned, but had not been scheduled. The issue was not resolved at the time of this report. The health care provider (hcp) had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.